Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device "failed to work." Hemostasis was achieved using an unspecified method. There were no reported adverse pt effects. No additional info was provided.